Event description:
During mitral valve repair surgery, a small portion of metal from the retractor was noted to be missing. Post operative x-ray showed a small bit of metal on the left side of the mediastinum.